Event description:
Clinical study, it was reported that during a coronary drug eluting stenting treatment procedure, mild balloon withdrawal resistance occurred. The index procedure treated a 3.2x16mm, 95% stenosed, mildly tortuous lesion in the mid left anterior descending artery (mid lad) with pre-dilatation and successful placement of a taxus liberte' 3.00x20mm drug eluting stent. Post procedure target lesion had 0% diameter stenosis. During withdrawal of the balloon and stent delivery system after inflation, there was mild balloon withdrawal resistance from stent while pulling the balloon. There was no deflation difficulties, the balloon was deflated and removed as usual. The event was resolved without treatment. There were no reported pt injuries. The pt was discharged the next day on aspirin and plavix. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available, a supplemental medwatch report will be filed.